Event description:
The nurse of a male pt contacted lifecor customer support to report that the "adjust belt" alarms were continually going off. She stated that it has been several days since the garment had been changed. Support suggested changing the garment and trying some lotion on the electrodes. Support asked the nurse, is the electrode belt had been removed from the monitor, and she stated that it had not. Pt's wife had second garment and she did not live close to the hosp. Pt's wife stated she would not be visiting the pt until next week. Support called the territory mgr (tm) to assist in getting a new garment on the pt. The tm switched garments, did a manual download and called support. The download revealed noise on all leads. Support had the tm replace the electrode belt. Support had the tm perform another manual recording with new belt and this looked much better.

Manufacturer narrative:
Device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG b. The -5v signal was shorted to ground. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk. But, it is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt rec'd a replacement electrode belt.